Event description:
Per the clinic, the patient underwent a revision surgery (date not reported), due to wound healing problems after the initial surgery; however, the issue could not be resolved. Clinical investigation is ongoing. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
It was reported that the patient experienced an infection of the surgical incision wound. This report is filed november 22, 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is filed october 29, 2013.